Event description:
It was reported that during a gastric bypass procedure, the device was opened out of the sterile packaging and the blue ancillary trocar was broken while still in the package holder. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar the analysis results found that only the ancillary trocar was received for analysis. The ancillary trocar was noted to have the tip broke. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. No functional test could be performed as no device was received for analysis. No batch record review could be performed as no lot number was provided.